Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled vt ablation. During the procedure it was discovered that the patient was not biventricular pacing. The device was checked, and it was confirmed that the left ventricular lead was not capturing. The lead was capped, and a new lead was implanted on (B)(6) 2021. The patient was in stable condition.